Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned instrument exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. Not all pieces returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02955.

Event description:
It was reported that the instrument was returned fractured. It occurred during sterile processing/tray assembly. There was no patient involvement.